Event description:
It is reported that, "the patient underwent hip replacement surgery in 2005." It is further reported that, "in 2006, the patient began to experience a squeaking noise coming from her hip."

Manufacturer narrative:
The information of this per was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available at the time of the per due to the ongoing litigation.